Event description:
The pt's family member called lifescan and alleged that their family member meter would power on. Medical affairs spoke to the pt's family member and obtained/verified the following information: the pt was unable to test on their meter due to the power issue. They reported no symptoms at the time of testing. They visited their physician, who tested their blood sugar. The result was "200 mg/dl". No treatment was reported. The batteries were correctly installed and were less than one year old, and the batteries were contacts were in good condition. The issue was not resolved with troubleshooting. A meter was replacement has been sent.